Event description:
Information was received from a patient regarding an external device. It was reported that about two months ago the patient noticed the recharger was not working to charge their implanted neurostimulator (ins). The patient stated the lights were scrolling rapidly and they had called their manufacturer representative (rep) about the issue when it first began and the rep had been planning on giving them a replacement recharger, but the rep had left the company as of july 1st so they never got a replacement. The patient confirmed that the dock was providing power and had the patient place the recharger on the dock and hold down the power button for 10 seconds. The patient then took it off the dock and attempted to turn the recharger on, however the recharger did not power on. The patient was then instructed to perform a recharger reset while the recharger was in the dock, however the device did not respond. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. The patient was advised about the proper recharger maintenance when they received their replacement. It was noted that the charging dock was not plugged in at the time of the call until the patient was advised to plug it in, which was an indication that the patient hadn't been storing the recharger on the dock and charging when not in use. Additional information was received from the patient on (B)(6) 2025. They reported that they received the replacement recharger. The patient stated their therapy was off and they tried to turn their ins back on with their communicator but it said it couldn't find it. It was reviewed with the patient that if the ins battery was empty, then the recharger may not find it. The patient was offered assistance with pairing the recharger and start charging, and the patient was successful to pair the replacement recharger to their handset and to start charging with a red battery and low/high numbers and seeing "good charging connection" several times during repositioning. Some recharging information was reviewed with the patient, and the patient was advised to continue charging. The patient was advised that they should be able to turn the therapy back on once the ins battery was full enough.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.